Manufacturer narrative:
(B)(4). It was reported that patient underwent mesh revision on (B)(6) 2011 due to recurrent uterovaginal prolapse and urinary frequency. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh & uphold were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure on (B)(6) 2010 due to sui and pop and meshes were implanted into the patient.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2010, and a mesh was implanted. It was reported that the patient underwent trachelectomy, extensive lysis of adhesions, removal of bilateral tubes and ovaries with an intraoperative frozen section biopsy, diagnostic laparoscopy and diagnostic cystoscopy with insertion of right temporal ureteral stent with removal of spiral tip on (B)(6) 2014, due to pelvic abdominal adhesions, pelvic pain, urinary hesitancy, urinary incontinence and family history of primary peritoneal cancer. No additional information was provided.